Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient experienced frequent ipg charging. The patient underwent an ipg pocket revision procedure, but the issue was not resolved. The patient then underwent an ipg explant procedure. Malfunction was suspected.

Manufacturer narrative:
The complaint of difficultly charging was confirmed. Sleep current was slightly out of the expected range. Battery depletion rate was higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the cause of the failure as both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level is not possible.

Event description:
A report was received that the patient experienced frequent ipg charging. The patient underwent an ipg pocket revision procedure, but the issue was not resolved. The patient then underwent an ipg explant procedure. Malfunction was suspected.